Event description:
The distributor has reported on behalf of its customer the following incident: the compression cap of the device was observed to be broken after the pt was transferred to the ICU. The mpm-1 monitor when connected to the faulty catheter displayed "check catheter connection". There was no pt injury or problem reported as a result of the faulty device.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.